Event description:
Procedure: wedge resection. According to the reporter: the instrument would not fire. The case continued with manual suturing. The thoracotomy incision opened further and an additional 3cm of tissue was resected. Surgery time extension was reported as more than 30 minutes.

Manufacturer narrative:
(B)(4)